Event description:
Procedure type: according to the reporter: the tip of the autosonix instrument broke off inside the wound while in use. The tip was retrieved from the wound by the m.d.

Manufacturer narrative:
(B)(4).